Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide," always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low" mg/dl, and the meter bg reading was 127 mg/dl. No additional patient or event information was available. Reportedly, the customer used multiple bg meters and calibrated when readings were not present. A replacement sensor was sent to the customer.